Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their reservoir. The customer states they had small bubble while filing the reservoir earlier. The customer states the lowest blood glucose level was 85mg/dl, and their highest was 300mg/dl. The customer declined to troubleshoot for the blood glucose levels. The customer declined to go over reservoir filling process.